Event description:
Description of event according to initial reporter: "patient had severe accident and a celect filter was placed (B)(6) 2013. In (B)(6) 2018 the patient was hospitalized as the filter came apart and clogged circulation in the patient's lower extremities. Also, on part of the filter one of prongs is embedded in the patient's spine. The patient has had numerous procedures and diagnostic testing. A vascular surgeon was able to remove part of the filter but not all of the filter to restore some of the patients circulation. The patient had multiple blood clots in both lower extremities". Patient outcome: the patient has been able to return to work, but with anticoagulation medication.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Summary of investigational findings: since no imaging was provided it would be inappropriate to speculate at what may or may not have caused the filter to come apart and one prong to be embedded in the patient's spine approx. 4½ years after filter placement. Also, it would be inappropriate to speculate at what caused the clogged circulation/blood clotes in the patient's lower extremities. However, it is noted that the patient had "numerous procedures and diagostic testing" and that part of the filter was removed. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. There is no evidence to suggest that this celect filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog#: igtcfs-65-1-fem-celect g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "patient had severe accident and a celect filter was placed (B)(6) 2013. In (B)(6) 2018 the patient was hospitalized as the filter came apart and clogged circulation in the patient's lower extremities. Also, on part of the filter one of prongs is embedded in the patient's spine. The patient has had numerous procedures and diagnostic testing. A vascular surgeon was able to remove part of the filter but not all of the filter to restore some of the patients circulation. The patient had multiple blood clots in both lower extremities". Patient outcome: the patient has been able to return to work, but with anticoagulation medication.